Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 7 mm extended length endoscope. O-ring into scope detached, a photograph was provided. The issue was noticed between the washing process and autoclaving.